Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('ended up perforating to uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) and complication of device insertion ("my doctor apparently had issues inserting one coil because she tried several times"). The patient was treated with blood transfusion. At the time of the report, the uterine perforation and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media report : uterine perforation, complication of device insertion. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('ended up perforating to uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), complication of device insertion ("my doctor apparently had issues inserting one coil because she tried several times") and pain ("pain"). The patient was treated with blood transfusion. At the time of the report, the uterine perforation, complication of device insertion and pain outcome was unknown. The reporter considered complication of device insertion, pain and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media report : uterine perforation, complication of device insertion. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event pain nos udpated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('ended up perforating to uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) and complication of device insertion ("my doctor apparently had issues inserting one coil because she tried several times"). The patient was treated with blood transfusion. At the time of the report, the uterine perforation and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report: uterine perforation, complication of device insertion. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.